Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 400 mg/dl to 500 mg/dl. Customer¿s current blood glucose level was 305 mg/dl. Customer did not provide details regarding symptoms of their high blood glucose episodes. The customer was treated with insulin drip. Customer stated that the alleging insulin pump was under delivering. Customer stated that the drive support cap was normal. Customer troubleshooting was declined. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the dat test at 0.08695 inches. Insulin pump received with minor scratched display window and case.